Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error. Customer blood glucose value was unknown. The customer was advised to clear the alarm. The customer also reported that the notification light stopped flashing immediately. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. No battery alert noted during testing. No pump error 25 noted in pump history files and power graph, however unit failed sleep current measurement and unexpected battery power loss due to